Event description:
Allegedly, eprd reported 11 new complications for profemur® gladiator classic femoral component first revision (2 infection, 4 dislocation, 3 peri-prosthetic fracture, 1 aseptic loosening, 1 other, 4 unknown). No further information was reported. This incident is capturing 1 aseptic loosening.